Event description:
It was reported to philips that system could not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse inspected and found that flexvision pc failed and reinstallation of system did not resolve the issue. Fse replaced the flexvision pc which resolved the issue and was returned for analysis. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flexvision pc has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.